Manufacturer narrative:
On-site troubleshooting was performed by the hospital¿s biomed and not a maquet field service engineer since the hospital had performed their own repairs. According to received information, the control printed-circuit board (pcb) was replaced to correct the reported technical errors. The biomed stated that the part was replaced in december of 2016 and it was discarded. It was further stated that the ventilator was put back into service and no further issues have occurred since then. Received device logs were only in an excel file format and not the complete log file set. The reported technical errors were confirmed in the received logs showing that those alarms were generated at the start of ventilation, once, on the reported date of event and once on the troubleshooting day. Those alarms indicated a stoppage of ventilation and the recommended actions in the service manual when those alarms occur is to replace the control pcb which was done in this case. Our conclusion is, that the cause for the reported alarms was a faulty control pcb. It is not possible to determine the root cause of the part¿s failure since it was not returned for investigation and the technical logs, which would contain more information about the generated alarms, were not received.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated disabled valves and the other one indicated an internal memory error. There was no patient harm reported. (B)(4).